Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Updated sections: b4, b5, d4, g4, g7, h2, h4, h6, h10. D4- UDI# (B)(4). The device history record (DHR) for 00515048601 lot number 29370088, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. (B)(6) april 2019, it was reported from (B)(6) that of the attachment of the device fell off. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. However, the reported event is related to an issue with the tip lock not properly being retained within the gun. Scar was created to address this issue. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted. Discarded by customer.

Event description:
During testing of the device prior to surgery, the attachment of the device fell off. Another device was used for the surgery. There was no patient involvement. No adverse events were reported as a result of this malfunction.